Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issues and bent tips, an investigation was completed to determine the cause of this reported event. The clip applier was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not clamp properly. The tips appeared to be bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed with a back-up clip applier instrument.